Event description:
The reporter went to the doctor due to elevated results (200-300 range) and did meter to hcp meter comparison tests. Tests were done back to back, using separate finger sticks. Reporter's meter read 70 mg/dl, and the doctor's meter (type unknown) was 120 mg/dl. A second, immediate retest on the meter was 320. Reporter did not have any symptoms and felt fine. Reporter had been cleaning the meter with alcohol because reporter didn't have any cleaning solution. Training was given on use of control and meter cleaning. Reporter tests once a week. No harm was alleged.